Event description:
Report from foreign country indicates an infusor overinfused during pt use. The unit had been filled to 48ml with bupivacaine. The unit was disconnected after 12 hrs of use. The volume remaining in the infusor was reported to be 10.5ml. Customer reports no adverse pt reaction reported.

Manufacturer narrative:
Section f was completed by co based on info obtained from the customer.

Manufacturer narrative:
Sample analysis results reveal the unit flowed at 2.08ml/hr. This is within product performance spec.